Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter packaging was not completely sealed. This was discovered before use. The following information was provided by the initial reporter: the packaging is often completely sealed which makes it impossible to open it sterile. For the time being, only this lot is in stock in the warehouse and it is not possible to check whether other lots are involved.

Manufacturer narrative:
H.6. Investigation: five representative samples were received by our quality team for evaluation. Upon visual inspection, the adhesive was observed on the bottom web indicating slitting misalignment which result in difficulty to open the packaging; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the packaging being completely sealed could have occurred due to the misalignment of the blade during the slitting process. A review of the manufacturing process shows that the screw nut which is used to secure the cutter support came loose due to vibration while the machine is running.

Event description:
It was reported that bd insyte¿ IV catheter packaging was not completely sealed. This was discovered before use. The following information was provided by the initial reporter: the packaging is often completely sealed which makes it impossible to open it sterile. For the time being, only this lot is in stock in the warehouse and it is not possible to check whether other lots are involved.